Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A valid serial number was not provided for the fs libre reader. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not trigger with the freestyle libre 2 sensor. The customer subsequently experienced trembling and lost consciousness. The customer reported receiving glucose infusion by third-party (non-healthcare professional). There was no report of death or permanent injury associated with this event.